Manufacturer narrative:
According to the article, histological findings in soft tissues around temporomandibular joint protheses after up to eight years of function in the international association of oral and maxillofacial surgeons (2010), koi:10.1016/j.ijom.2010-09-009, the patient experienced a discomfort that she described as a malposition of the joint components on the right side. There were no clinical or radiological signs of device failure. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Also see MDR #1032347-2011-00063, as 2 pieces were explored during the revision surgery for the same patient.

Event description:
Review of a journal article indicates on (B)(6) 2009 a patient had exploratory surgery involving a stock tmj prothesis implanted on (B)(6) 2007.